Event description:
The user is questioning the "no shock advised" notification given by the device during deployment. The patient survived.

Manufacturer narrative:
(B)(4). Product evaluation pending.